Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6) was returned for analysis and a log file was downloaded (B)(4) and submitted (20240305_091229) for review. A review of the log files showed overlapping events spanning approximately 12 days (22feb2024 ¿ 05mar2024, 01jan2000 per timestamp). Backup battery fault alarms due to a backup battery load test not passing were active on 04mar2024 at 23:52:35, until the controller was shut down on 05mar2024 at 10:43:33. The backup battery was unable to pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. The driveline was disconnected on 05mar2024 at 10:42:56 for a system controller exchange. There were no other notable alarms active in the log file. Further testing was performed to attempt to reproduce the load test fault. The system controller was connected to a power module and mock loop and a self-test was performed 5 times. The controller was disconnected from external power and let run for 10 minutes while connected to a mock loop. The controller was then connected to power and a self-test was performed. The backup battery load test fault was unable to be reproduced. During testing the controller was able to operate a mock loop for an extended duration without any issues or alarms activating. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient came into the clinic with a backup battery (ebb) fault alarm. The ebb was properly seated to the system controller. The event log files captured ebb fault alarms on 04 mar 2024 and 05 mar 2024 due to the ebb failing the load test. The system controller was exchanged which resolved the alarm.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.